Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured backup battery (ebb) faults on 21feb2026 that appeared to be due to the ebb not passing the load test. The issue resolved with an ebb exchange however the system controller was also exchanged due to the faults being a reoccurrence and the hospital being concerned that this may have been an underlying issue with the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files; however, it was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). Backup battery fault alarms were active on 21feb2026. The alarm was associated with the backup battery not passing the load test. The alarms resolved following the backup battery being exchanged on 21feb2026. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. The heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. Additional information indicates no further alarms were reported after the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate backup battery faults. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. C ) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.